Event description:
During a coil embolization of the (ic) internal carotid cavernous artery with unknown vessel characteristic, the orbit galaxy tight distal loop complex fill coil 6 x 10 coil (640cf0610/ 13500433) unraveled while advancing in the (mc) microcatheter (excelsior sl10/boston scientific (B)(4)). Afterwards, another orbit galaxy tight distal loop complex coil (640cx0408/ 13500339) was delivered in the same microcatheter, and the coil unraveled. No patient injury was reported. Both complaint products will not be returned for analysis. After the event, both coils and delivery systems were removed from the patient without any issues. An adequate continuous flush was maintained. No further information was provided.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 3007628272-2011-50028 and 3007628272-2011-50029.

Manufacturer narrative:
During a coil embolization of the internal carotid cavernous artery with unknown vessel characteristic, an orbit galaxy 6 x 10 complex fill coil (640cf0610/ 13500433) and an orbit galaxy distal loop complex coil (640cx0408/ 13500339) unraveled while advancing in the non-cordis microcatheter (excelsior sl10/boston scientific japan). There was no reported patient injury. Both coils and delivery systems removed from the patient without any issues. An adequate continuous flush was maintained through the microcatheter at all times and there were no kinks in the microcatheter that may have contributed to the event. No additional information has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500433 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50028 and 3007628272-2011-50029.